Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette both of the patient's cadd legacy pumps exhibited "no disposable" alarms. Per reporter the alarm was resolved when a new cassette was placed. No adverse patient effects were reported. Per reporter no further details were provided.